Manufacturer narrative:
(B)(4).

Event description:
The pump delivered lioresal 2000 mcg/ml concentration at 399 mcg/day. A dye study was performed and revealed the catheter was broken. Patient symptoms were not reported. The catheter was revised. Postoperatively, the hcp programmed the pump to deliver 200 mdg/day. On (B)(6) 2010, the patient experienced hypotension. As a result, the hcp programmed the pump to 96 mcg/day. The patient was discharged from the hospital on (B)(6) 2010. The patient recovered and was "doing well" per the hcp.